Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device received with frozen screen, problem isolated to interface board. Unable to perform the self-test, unexpected restart error test, displacement test rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify unexpected restart alarm, button/keypad unresponsive due to frozen screen. No damage/moisture on keypad trace noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad unresponsive. The customer¿s blood glucose level was 234 mg/dl. The insulin pump will be returned for analysis.